Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
Per the patient's report, the mesh was "bunched up", there were bowel adhesions and the ring was broken.